Manufacturer narrative:
The reported event, missing delrin ball, was confirmed. Through visual inspection, the technician confirmed that the delrin ball was missing from the housing, the internal contact was broken, and the hinge was broken. Device was placed in parts retention.

Event description:
It was reported during service at manufacturer facility that the delrin ball is missing from latch mechanism of the system 6 aseptic housing assembly which can cause housing to open up and expose the non-sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.